Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, one (1) tube leaked after being transported. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, one (1) tube leaked after being transported. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples were visually inspected for cracked tubes, with no failures observed. Additionally, 10 retained samples were visually inspected for brittleness, with 1 sample failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.